Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. The reason for call was pt reported that their implant battery was used up in (B)(6) 2019. Pt said that last time they successfully charged their implant was (B)(6) of 2019 and when a manufacturing representative (rep), looked at their device in (B)(6) of 2019 the rep said that their implant battery was no longer working. Pt called for MRI eligibility. Pt's implant battery was depleted. No symptoms were reported. Additional information was received from the patient. Patient reported that manufacturer representative (rep) attempted a hard reset and the device would not charge. The patient was going to see a neurosurgeon about replacement.